Event description:
Customer reported that pump battery would not charge, and caller did not receive a power source alert. There was no adverse impact to customer's blood glucose level. Customer attempted charging with a tandem cable and wall outlet, but the charging connection was unstable. Despite trying a different wall adapter and cable, issue persisted. Cts decided to replace pump, which was under warranty, and customer would use mdi as backup therapy. Customer was instructed on how to put faulty pump into storage mode and return it with a pre-paid label within 10 days.